Event description:
It was reported that a heavy noise occurred on both carto 3 and ep recording systems at the same time. The baseline signals were not detected due to the noise during pacing and ablation. The issues were not resolved by exchanging the amplifier, stimulator, pin box and cable. The pacing was conducted by connecting to the direct port of the map.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA when analysis repair is completed. (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that a heavy noise occurred on both carto 3 and ep recording systems at the same time. The baseline signals were not detected due to the noise during pacing and ablation. The issues were not resolved by exchanging the amplifier, stimulator, pin box and cable. The pacing was conducted by connecting to the direct port of the map. The system was removed from the account. Three ECG's card were replaced with other ones in (B)(4) repair center. Atp (acceptance test procedure), functional test and electrical safety test were performed and the system was found ready for use. The suspicious ECG cards were tested by manufacturer (htc). The customer complaint was confirmed: noise problem was reproduced. Upgrade of the cards to revision 07 must solve the problem. The cards were sent to subcontractor for upgrade. The DHR associated with carto 3 # 50036 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. No anomalies were noted in manufacturing or service.